Event description:
It was reported to globus that a pt underwent surgery on (B)(6) 2013. Surgery was a uni-lateral kyphoplasty at t-10, 11. Dr had filled each level with 4cc concord hp bone cement. The cement fill for both levels appeared to be normal with good coverage from left to right in an ap view. After about three days, pt came back to hospital with shortness of breath. CT was taken and showed cement had migrated causing a pulmonary embolism. The pt is currently being treated accordingly.

Manufacturer narrative:
The surgeon attempted to avoid cement extravasation during a kyphoplasty procedure. This procedure has an inherent risk of cement extravasation into the venous system, and subsequently into the lung or other organs/tissue. The risk of venous embolism and pulmonary embolization are specifically listed in the package insert. Although the surgeon attempted to control factors that lead to embolization, such as cement viscosity and injection time, and tamping the cement cannula, it appears that a small amount of cement leaked into the venous system that was not detected on intraoperative fluoroscopy, causing pulmonary embolism. The cement performed as intended in being injected under the surgeon's control into the vertebral body.